Event description:
It was reported that during testing at the user facility, the top of the aseptic housing fractured at the weld with the bottom housing. The housing opening could cause the non-sterile battery to be exposed to the sterile field, but that was not reported in this event. There was no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during testing at the user facility, the top of the aseptic housing fractured at the weld with the bottom housing. The housing opening could cause the non-sterile battery to be exposed to the sterile field, but that was not reported in this event. There was no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.